Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to verify radio frequency communication anomaly or perform the functional testing due to button keypad anomaly. The insulin pump had cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump were no longer functional. Customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.